Event description:
It was reported that the pump miscalculated boluses. Reportedly the customer experienced a blood glucose (bg) of 41-501 mg/dl. Customer gave a correction bolus via the pump and consumed carbohydrates to address bg. Tandem technical support reviewed the pump logs and determined the pump functioned as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.